Event description:
Bard access systems, inc. 6.6f broviac single lumen catheter was places and repair two months after. Chest x-ray (cxr) showed repair intact. Family brought patient into the emergency department (ed) to evaluate positioning after line was caught on car seat as patient got out and it later became difficult to flush. Cxr in ed showed that the tip remained in good position but repair site showed transverse latency without stent. Repair stent appears to have migrated to ~1.5cm from where line enters the skin, requiring line to be surgically replaced. The stent comes from the manufacturer permanently attached to the repair section of the repair kit, and the sleeve slides over the repair site and is glued in place. While the family originally came in with the history of the line being caught in a car seat, for the stent to migrate to the position it was in, it would have first had to become dislodged from the manufacturer's attachment point without the repair site separating and then travel 14cm toward the patient within 3.5 hours. It's also held together by glue outside the line. Between the layers of the external catheter and internal lumen of the repair sleeve. There is little, if any glue that is in contact with the stent and therefore a pulling force would put shearing force on the glue of the repair between the layers, and not on the stent itself. Unknown lot number at time of repair, current lot number in house is refq0276.